Manufacturer narrative:
Expiration date unknown as lot is unknown. (B)(4). The complaint device was not returned to assist in the investigation. Final inspection for the tpn multi lumen catheter states to confirm that each extension, main catheter shaft, and, if specified, strain relief tubing are securely molded to the manifold without cracks. The product is shipped with IFU, which includes catheter maintenance instructions and warnings related to impeded lumen flow and the usage of power injectors. Without return of the complaint device, we are unable to determine what may have led to this failure. Based on the description of the event, it is possible that the device was exposed to pressures beyond its design. Cook had initiated activities prior to this report in an effort to alleviate/reduce the occurrence of this failure mode of "fracture or rupture" (which includes leakage). We will continue to monitor for similar complaints and have notified the appropriate internal personnel.

Event description:
Cvc implantation (B)(6) 2012. On (B)(6) 2012, above the subdivide of the cvc in both thighs, 2 small holes. As a result, the catheter was repaired with a repair set. Because the cvc was not fully functioning on the following day, it was removed on (B)(6) 2012 under anesthesia. The catheter tore off partially in the distal area in the area of the freely prepared sleeve. Because it was not completely freely prepped yet, it could be found again and able to be removed. Info received (B)(6) 2012: in the cvc inserted on (B)(6) 2012, two small holes were found on (B)(6) 2012 above the bifurcation of the cvc into the two thighs. The catheter was subsequently repaired using a repair set. As it was not functioning the following day, it was removed under anesthesia on (B)(6) 2012. In the process, the catheter tore off in the distal area of the already partially exposed cuff. As it had not yet been fully exposed, it was possible to find it again and remove it. Additional info received on (B)(6) 2012: the catheter was trimmed, but length was not provided. The fluids infused through the line were for chemotherapy. Unknown as info was not provided by the reporter.